Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant procedure, the chronic, competitor lead would not fit properly into the device header. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.